Manufacturer narrative:
Product not returned for evaluation.

Event description:
The patient reported that she noticed that she noticed that her infusion set tubing had separated at the luer lock and was "hanging on by a thread". The patient reported experiencing nausea and vomiting and increased blood glucose levels (values not provided). The patient changed the infusion set and administered insulin injections to reduce her blood glucose levels. No medical attention was required. No product is available for return.